Manufacturer narrative:
The cause of the tachycardia was not determined due to insufficient clinical details. The cause of the device in wrong position was not determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was placed via axillary access in a 59-year-old male patient for an elective surgery with a history of coronary artery disease undergoing high-risk cardiac surgery for coronary artery bypass grafting with mitral and tricuspid valve repair. At the time of the procedure, the patient was already receiving inotropes, vasopressors, and respiratory ventilator support. Post-implant, the patient was going into ventricular tachycardia frequently. The patient experienced tachycardia, device revision or replacement, and medical device removal when attempts to reposition the device were unsuccessful due to tunneling of the graft, and a clinical decision was made to replace the pump. Ventricular tachycardia is a known risk listed in the instructions for use and may occur in patients with severe underlying cardiac disease, ischemic cardiomyopathy, and hemodynamic instability. Comprehensive review did not identify evidence suggesting a causal relationship between the impella 5.5 device and the reported patient event. The patient survived.